Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm. The customer's blood glucose value was unknown at the time of the incident. When the customer woke up there was no power, they changed the battery, and were able to do the boluses. The customer was unable to clear the alarm. It was reported that the delivery stopped. The device will not be returned for analysis.